Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received four rounds of anti-tachycardia pacing (atp) and five shocks leading to therapy exhaustion. Boston scientific technical services (ts) reviewed the event and noted that rhythm ID successfully inhibited therapy until the sustained rate duration timed out resulting in inappropriate delivery of therapy. The ICD remains in service. No adverse patient effects were reported.